Event description:
Information was received that this smiths medical cadd solis vip pump exhibited alarms every time pump latch was closed. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the pump. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the customer's concern was unable to be duplicated. The pump's downstream occlusion (dso) sensor will be replaced as a preventive measure. Service also performed a full preventive measure and functional test to pass. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that issue occurred during testing and there was no patient involvement.